Event description:
It was further reported that in (B)(6) 2013, coronary angiography revealed that the study stent noted at the origin of the rca hangs out a little bit into the aorta and when intravascular ultrasound was performed, a "not well expanded" stent was revealed in the proximal right coronary artery. This additionally was treated with the balloon angioplasty. The patient was discharged on the same day on aspirin.

Event description:
It was further reported that in (B)(6) 2013, the subject presented to an office visit with a 3-4 month history of chest pain on exertion. Cardiac catheterization was discussed but not scheduled. In (B)(6) 2013 the subject presented with progressive chest pain on exertion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that post stenting procedure,the patient experienced angina. In (B)(6) 2010, the patient was presented with unstable angina (braunwald classification: ib) and cardiac catheterization was recommended. Angiography revealed one target lesion. The target lesion was an ostial lesion located in the 95% in-stent restenosed proximal right coronary artery (historical stent) which was 10 mm long with a reference vessel diameter of 4.0 mm. The target lesion was treated with predilatation and placement of a 20 x 4.00mm taxus liberté drug eluting stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2013, the patient was diagnosed with cardiac angina. At the time of the event, the patient was only taking aspirin. Study drug was never taken per protocol. On the same day, the focal in-stent restenosis of the study stent located in the proximal right coronary artery was treated with balloon angioplasty with 0% residual stenosis. The event was considered resolved without residual effects.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.